Event description:
It was reported that the patient was presented to the emergency room (ER) with complaints of weakness and dizziness. The right ventricular (rv) lead was found by x-ray to have dislodged. The lead had high thresholds with no capture at max output. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.